Event description:
During the procedure with the patient on the table, the precision system showed that the patches were disconnected. Replacing the patches and navlink did not resolve the issue and the case was cancelled.

Manufacturer narrative:
One ensite velocity¿ amplifier was received for evaluation. Power was applied to the amplifier and the amplifier passed power-on-self-test (post). The amplifier went status ready ¿green¿ and communicated with the test ensite computer. Evaluation of the board status showed all boards status are green indicating passing results. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformance associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported communication issue and subsequent cancellation remain unknown.